Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the user received an alert from the server indicating that the interface was down. A technical support specialist (tss) dialed in to the server and proceeded to run a downtime query, where carefusion coordination engine (cce) was showing a disconnected flag. The tss then dialed in to the cce server and found that the cce service was not running. The tss started the service and restarted all messaging services on all in one server. Messages began to drain, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server had an issue where the user received an alert from the server indicating that the interface was down. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.